Event description:
It was reported that the customer was receiving alarms when she was replacing her reservoir and battery. The customer's blood glucose was unknown. The customer had received an unexpected restart alarm. Troubleshooting was done. The customer stated that the alarm occurred shortly after inserting a new battery. Explained that the insulin pump experienced an unexpected restart. Advised to monitor the insulin pump and call back if issue recurred. The customer also mentioned receiving the external ram crc error alarm, which always sent her to rewind the insulin pump. The customer further received the weak battery alarm and battery out limit alarm. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.